Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500 was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed the pump was stopped due to an occurrence of? No disposable attached? When the reservoir volume was less than 1 ml. Status post this occurrence it was confirmed the device was primed without resetting the reservoir volume and the alarm ? Reservoir volume empty? Occurred. The reported issue was not duplicated during functional testing. As preventive measures the down stream occlusion sensor was replaced, and the upstream sensor was recalibrated. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed "reservoir volume empty", during pre-use check. No adverse patient effects were reported. No additional information is available at this time.